Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to a broken periloc distal medial tibia plate and a suspected infection. Surgeon removed the plate and implanted another one. While processing with the revision, pus was found at the fracture site. Patient received injection teicoplanin intravenously for 7 days, followed by antibiotics for 6 weeks. Initial surgery was performed on (B)(6) 2020.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured across one of the screw holes. The device was manufactured in 2018. The clinical / medical investigation concluded that the single undated x-ray confirms the broken periloc plate with left leg deformity and a continued non-union fracture. However, based on the surgeon¿s statement, the 70+ year old patient does not have a fall history and an osteoporotic condition is the reason the fracture happened.¿ although, we cannot rule out the patient¿s complex medical history, infection, and walking partial weight bearing against the surgeon¿s advice, as a contributory factor. There is no evidence to support our device contributed to the revision or infection. The subsequent e-mail confirmed, ¿the patient¿s death was not related to the procedure or the infection. It was reported the patient¿s death was due to cardiac issues.¿ therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A dimensional inspection was attempted but the device was too damaged from the breakage to obtain accurate measurements. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely an osteoporotic condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to a broken periloc distal medial tibia plate and postoperative infection. Surgeon removed the plate and implanted another one. Initial surgery was performed on (B)(6) 2020.

Event description:
It was reported that the patient underwent a revision surgery due to a broken periloc distal medial tibia plate. Surgeon removed the plate and implanted another one. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.